Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® serum blood collection tube cap was loose and blood spillage occurred during use after the blood collection. It was observed that the rubber stopper was "stuck" in a few tubes, but the plastic cap had opened up. This occurred on(B)(4)separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "caps are loose, post blood collection, blood spillage is observed in random tubes and in few instances, the hemogard rubber is stuck but the plastic cap is opening up"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube cap was loose and blood spillage occurred during use after the blood collection. It was observed that the rubber stopper was "stuck" in a few tubes, but the plastic cap had opened up. This occurred on 4000 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "caps are loose, post blood collection, blood spillage is observed in random tubes and in few instances, the hemogard rubber is stuck but the plastic cap is opening up."